Event description:
It was reported the patient fell 'about two or three weeks' before the initial report, and 'struck' the side of abdomen where the device was located on a tree stump. It was thought that the fall damaged the device, that the device was no longer working. It was also reported that 'about a week and a half' before the initial report the device started beeping, two beeps every five minutes exactly for all day' and then it quit. The patient experienced 'severe pain' after the fall. It was noted that the painted did not experience withdrawal, as he was taking 'a lot of pain pills, morphine.' Initially after the fall it was believed that the pump had flipped over because the device pocket was loose. The patient 'hurt really, really bad;' had a 'solid bruise' around the device pocket, and thought he might have cracked a rib as a result of the fall. It was also 'thought' that the 'medicine might have been leaking out' 'somewhere' around the catheter. It was then noted that the patient had been 'nauseous.' Nine days later it was reported that the patient had gone to the doctor to follow up after he fell. It was noted that there was 'only about six months left on the battery' and it had 'malfunctioned' that the doctor wanted the patient to 'go ahead and have it replaced.' It was also noted that the device was refilled when the patient went in to have the device checked and that 'they didn't actually check it.' During the refill it was noted that 'it actually had more in it--about 3 cc more in it than it was supposed to have.' It was also stated that the patient was 'not getting any relief at all.' The device system was used to infuse morphine. Additional information has been requested; a follow-up report will be sent when it becomes available

Event description:
The health care provider later reported that a catheter dye study was done on (B)(6) 2013 which revealed the catheter was not in the intrathecal space. The physician could not aspirate cerebral spinal fluid (csf) nor get dye to go through. Reportedly, on that same day the patient underwent a revision and the catheter and pump were replaced. The patient had requested the pump be replaced as the estimated elective replacement interval (eri) was less than six months.

Manufacturer narrative:
Concomitant products: catheter model 8709, lot# j0058131r, implanted: 2001. (B)(4).

Manufacturer narrative:
Product ID 8709, lot# j0058131r, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. Product ID 8709, lot# j0058131r, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4).